Manufacturer narrative:
Product complaint # (B)(4). Date of event: unk. Batch # unk. The lot/batch was not provided; therefore, a manufacturing record evaluation could not be performed. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Additional complaints may be opened accordingly and additional medwatch reports may be sent as required. Can you please confirm the number of patients that developed anastomotic leaks causing infections alleged to be potentially related to an ethicon circular stapler? Why is it believed that the ethicon circular stapler may be related? Were any of these complaints previously reported? If so, do you have the complaint reference numbers? Can more information be provided regarding each of the patient events? Please provide procedure date, event date, patient demographics (initials/ID, age or dob), product code and lot number involved, procedure, indications for surgery, and event description.

Event description:
It was reported that following unknown procedures, we have had an increase in colon anastomotic leaks causing infections. We have taken the recalled staplers off of our shelves but have some concern with our most recent infections. We do not have the product information of the staplers and we did not keep the staplers used during these surgeries. I would like to know if the staplers could have caused the infections.